Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insufflator cut out during a case.

Event description:
It was reported that the insufflator cut out during a case.

Manufacturer narrative:
Alleged failure: insufflator cut out during case.: (B)(6). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a low pressure unit which has a functional issue causing insufflation to stop abruptly. This could be accompanied by a high pressure unit that was leaking. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.